Manufacturer narrative:
Submit date: 08/25/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a catheter. The customer reports: the silicone catheters are responsible for glans erosion wounds in the patient.

Manufacturer narrative:
Correction change from malfunction to add serious injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A formal corrective and preventative action was opened for this reported issue. This complaint will be used for tracking and trending purposes.